Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded ¿6-10% for the attribute mean average thrombosis¿ wherein a coupler was utilized for an unspecified reason during an unspecified procedure. Additionally, the respondent stated, ¿I have had a few early thrombosis near the anastomosis site.¿ this event likely required medical intervention in order to preclude permanent impairment. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.